Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient lost weight and they requested the pump be moved. The pump was surgically repositioned higher and more midline in abdomen. The devices were working without any issue. The issue was resolved. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report. Additional information was received from the company representative on (B)(6) 2021 who reported that the patient wanted the pump to be moved away from her hip bone because it the location of the pump bothered her in that area.